Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mm sjm regent heart valve was successfully implanted in a 55-year-old patient due to severe aortic regurgitation. On (B)(6) 2023 the patient went to the hospital for follow-up consultation and found that the opening and closing of the valve leaflets was restricted by ultrasonography, severe aortic regurgitation, and moderate mitral regurgitation was occurring. So the doctor decided to perform a second operation to replace the valve of the same type on (B)(6) 2023, a 21mm sjm regent heart valve was implanted. The procedure was completed and the patient was in stable condition. The patient was put on warfarin and aspirin post implant with latest international normalized ratio (inr) was 2.5.

Manufacturer narrative:
An event of the valve abnormally coapting and explant was reported. The device was received for examination and no anomalies were found. The valve was sent for functional testing which confirmed that the valve functioned normally, with the leaflets moving with no asynchronous motion. It was noted that severe aortic regurgitation, and moderate mitral regurgitation was present which can lead to tenting and poor coaptation of the leaflets. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Event description:
N/a.